Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The technical service representative (tsr) asked if the home patient (hp) was connected and the hp stated yes. The tsr asked if the hp connected after the machine alarmed with the 2240 alarm and the hp stated yes, he thought it was the alarm to connect to the machine but he started the initial drain before he connected. The tsr explained the alarm and possible causes. The tsr instructed the hp to cycle the power and the hc alarmed se 2367. The tsr had the hp turn off the machine and instructed the hp to disconnect from the machine, then start over with all new supplies. The tsr advised the hp to contact the peritoneal dialysis nurse (pdn) about connecting to the machine after the 2240alarm. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Starting therapy before connecting is a use error that may cause a system error 2240 and/or contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Section 10.9 provides step-by-step instructions for when and how to connect to the disposable set. Page 10-25 instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.